Manufacturer narrative:
The logs were returned, and an evaluation is underway. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.

Event description:
The user facility reported that during impella 5.5 support, the patient lost placement signal. An echocardiogram confirmed position. The patient was awaiting an orthotopic heart transplantation. Placement signal was not reliable and motor current was fine. The patient may be moved up to tier one for transplant. The pump was removed and the patient received a transplant.